Event description:
It was reported that there was a connection issue between the homechoice cassette and transfer set. It was impossible to connect (not fit) the cassette with the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d1 (brand name), d4: catalogue #, d4: expiration date, d4: unique identifier (UDI) #, g4 (ma/510k # or bla #), h4: device manufacture date, h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed the home choice cassette on the cycler; however, there was no evidence of the reported transfer set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.